Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-87006 and 2032227-2015-03486.

Event description:
It was reported customer was sleeping and experienced low blood glucose of 20 mg/dl. Customer's mother stated customer was unconscious. Customer's mother did not call emergency services she was afraid by the time the ambulance got there it would be too late. Customer's mother treated for low. Customer had lost his transmitter. Customer's mother was concerned that he needed to have his sensor and transmitter. No further information reported.